Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I total psa assay did not identify an increase in complaint activity regarding commonalities for lot number and issue. Additionally, an increase in complaint activity was not identified for reagent lot 72140fz00. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. In house testing was performed using a retained kit of lot 72140fz00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total psa reagent lot 72140fz00 was identified.

Event description:
The customer observed falsely elevated alinity I total psa for one patient. The following results were provided (reference range negative <4.000 ng/ml; gray zone 4.000 -10.000 ng/ml; positive >10.0000 ng/ml): on (B)(6) 2025, sid (B)(6), initial total psa result (B)(6) = 6.017 ng/ml; repeat result (B)(6) = 6.785 ng/ml; (B)(6) 2025, historical result= 2.9 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I total psa for one patient. The following results were provided (reference range negative <4.000 ng/ml; gray zone 4.000 -10.000 ng/ml; positive >10.0000 ng/ml). On (B)(6) 2025, sid (B)(6), initial total psa result (B)(6) = 6.017 ng/ml; repeat result (B)(6) = 6.785 ng/ml;on (B)(6) 2025, historical result= 2.9 ng/ml. There was no impact to patient management reported.